Manufacturer narrative:
Unique identifier (UDI) number added to section d. Device evaluation: the exhalation flow sensor (evq) was returned for failure investigation. It was noted that the evq was returned without the evq seal or the evm seal (diaphragm). To test the returned unit, the evq was fitted with failure investigation evq seal and evm seal (diaphragm). The flow sensor was installed into a failure investigation test ventilator; the ventilator failed flow sensor calibration. The failure was isolated to contamination of the hot wire element and the temperature sensor of the evq, but a cause was not identified. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the exhaled tidal volumes measured on a 980 ventilator were greater than the volume that was set. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, the patient outcome has not been provided. The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor (evq). The se performed calibrations and extended self-testing on the device and all tests passed.